Manufacturer narrative:
A united states customer contacted siemens and reported observation of an elevated atellica ch enzymatic hemoglobin a1c (a1c_e) result which was discordant related to repeat testing. Siemens is evaluating the event.

Event description:
The customer reported observation of an elevated atellica ch enzymatic hemoglobin a1c (a1c_e) result which was discordant relative to repeat testing when using lot 150283. An initial elevated result was obtained for the patient sample in question. The initial elevated result was reported to the physician but it is unknown if it was questioned. The same sample was then retested on the original analyzer, which yielded a lower result. The lower result was considered correct and a corrected report was issued to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment due to the reported event.